Event description:
It was reported to medtronic neurosurgery that there was a kink or occlusion in the catheter. According to the report, the catheter was explanted. The report stated that the patient was doing well and had been discharged from the hosp.

Manufacturer narrative:
The product was not available for return. Therefore an evaluation of device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.